Event description:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a carto® 3 system. There was a map shift with no error, patient movement, or cardioversion. It was reported that a map shift occurred on the carto 3 system without any errors displayed. This occurred after mapping the aorta and when the catheter was re-inserted, the map shift was obvious. The system did not provide an error. When going back into the lvot map they had created earlier, the catheter was not lining up with the fam shell. The issue was seen during mapping. The approximate difference in catheter location before and after map shift was approximately 7-10 mm. No movement detected. No cardioversion was performed. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigational analysis has been completed on 23-aug-2022. It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a carto® 3 system. There was a map shift with no error, no patient movement, nor cardioversion. Hardware evaluation details: the issue was investigated, and it was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation (mre) was performed for the finished device number (B)(6) and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).